Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lost registration intraop. Able to pass registration but unable to pass verification. Troubleshoot multiple issue before removing attachment from mics to find that one of the three mounting screws for the locking mechanism were sheared off and missing. Case type: tka surgical delay: =15 minutes

Manufacturer narrative:
Ost registration intraop. Able to pass registration but unable to pass verification. Troubleshoot multiple issue before removing attachment from mics to find that one of the three mounting screws for the locking mechanism were sheared off and missing. Case type: tka. Surgical delay: 15 minutes. Product inspection: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Device history review: device history records indicate (B)(4) were manufactured under lot k09ab and (B)(4) were accepted into final stock on 3/28/2017. A review of qt 17- 03-0085 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040217 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.

Event description:
Lost registration intraop. Able to pass registration but unable to pass verification. Troubleshoot multiple issue before removing attachment from mics to find that one of the three mounting screws for the locking mechanism were sheared off and missing. Case type: tka. Surgical delay: 15 minutes.